Manufacturer narrative:
(B)(4). The device was interrogated upon return and was found to have been delivering dilaudid 10 mg/ml at 1.350 mg/day. Analysis determined there were low battery resets. The pump logs show elective replacement indicator (eri), end of service (eos) and many low battery resets. This pump suffered low battery resets after hitting eos due to implant time. It was determined that the reset that occurred in the field and during analysis is consistent with a high resistance battery.

Event description:
A device system was received with no return paperwork. Additional information has been requested regarding the event date, alleged issue, event context, symptoms, troubleshooting performed, diagnostics performed, actions/interventions taken, patient outcome and factors that may have lead to the device issue, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).